Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson within 24 hours of attempting and being unable to use the softclix device because it would not prime. A request was made for the return of the product, replacement was sent.